Manufacturer narrative:
The insulin pump was received with constant unexpected restart alarm due to broken solder joint. Unable to complete functional test due to unexpected restart alarm anomaly. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip, and cracked lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had an unexpected restart alarm. The customer¿s blood glucose level was unknown. Troubleshooting was performed. The customer stated that the temp basal was not programmed before the alarm. The alarm did not occur shortly after inserting a new battery. The alarm was recurring during normal use. The device will be returned for analysis.